Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device had a sticky trigger that was resulting in the device having run-on. Additionally, it was determined during testing by a manufacturer service technician that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.